Event description:
It was reported that during a ptca/stenting treatment procedure the quantum maverick monorail balloon ruptured at 11 atms on the second inflation. The number of atms reached on the initial inflation is unknown. The lesion being treated was a calcified, 100% stenotic lesion in the mid lad coronary artery. The quantum maverick monorail balloon catheter was removed and replaced with another balloon catheter to successfully complete the procedure. Patient status is reported as 'good'.